Event description:
It was reported that there was a burning smell. This was noticed before the surgery. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.